Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50mg at 2.4mg/day and bupivacaine 5mg/ml, dose not reported via an implantable pump. The patient¿s medical history included previous gastric cancer. On (B)(6) 2020 it was reported that the patient had symptoms return and the reservoir inconsistent with refill. There were no known environmental, external or patient factors that may have led or contributed to the issue. Per the physician a dye study was done and an attempt to aspirate the catheter, the physician was not certain of the date of the dye study. It was noted that the patient had a pump refill and reservoir was different than pump logs. The physician said the dye study confirmed catheter was not flowing properly. The catheter was replaced. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.